Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03868. It was reported that the burr became stuck on the rotawire. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. After the first ablation when the devices were withdrawn outside the patient, it was noted that the rotawire was kinked and could not be removed from the burr. The devices were unable to be used for the second ablation. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr device and advancer device were returned to the site connected together. A guidewire was returned running through the rotablator device. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and a tug test was performed and no damage was noted. The burr was microscopically examined and the annulus was noted to be damaged. It is probable that the annulus came into contact with the spring tip of the guidewire. The burr was inspected and no issue was noted with the exposed brass on the plated back half. An attempt to remove the rotawire from the rotablator device was made but the kinks in the rotawire made it so the devices would not separate. The burr device and the advancer were disconnected and the guidewire was able to be removed from the advancer but not the burr due to the kinks; however, during this attempt the spring tip came off the rotawire. With the spring tip removed from the guidewire it was able to be pulled proximally through the burr device and exit through the handshake connection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03868. It was reported that the burr became stuck on the rotawire. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. After the first ablation when the devices were withdrawn outside the patient, it was noted that the rotawire was kinked and could not be removed from the burr. The devices were unable to be used for the second ablation. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.